Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting intermittent periods of no output in bipolar pacing with the patient being symptomatic. The physician elected to reprogram the ipg to unipolar pacing and the unit remains implanted.